Manufacturer narrative:
(B)(4). Occlusion is labeled in the IFU. No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU) which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description. We will continue to monitor for similar complaints. A quality engineering risk analysis (qera) was performed and no add'l actions required at this time.

Event description:
A (B)(6) pt underwent aaa repair on (B)(6) 2011. The physician placed the ipsilateral leg first, and then placed the contralateral leg. During angiography, the pt's left iia could not be found. The physician tried to push up the leg with delivery sheath, but it could not be moved. Then the physician tried to cannulate the wire guide, but also could not be inserted. So the physician did angiography and confirmed no endoleak. The physician ended the procedure. The pt kept under observation.